Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the inner core of the ivus catheter moved out of position. An intervention was performed to completely remove the device from the patients body. A guidewire was used for this purpose, followed by the delivery of a balloon through the guidewire. The balloon was then inflated and withdrawn along with the guidewire. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the inner core of the ivus catheter moved out of position. An intervention was performed to completely remove the device from the patients body. A guidewire was used for this purpose, followed by the delivery of a balloon through the guidewire. The balloon was then inflated and withdrawn along with the guidewire. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the retainer clip was missing. Microscope inspection revealed the lap joint section was in good condition. Based on the evidence, the as reported code of sheath detachment of device or device component is confirmed.